Event description:
A complaint of high reading was received on a customer's precision qid meter. The customer had an extremely low blood sugar level. A test was performed and a reading of 60mg/dl was obtained on the meter. The pt received treatment for low blood sugar levels but their condition did nt improve and they were admitted to hosp with heart failure. A reading of 20mg/dl was obtained at the hosp lab. The pt received medical treatment to recover from hypoglycemia. There are no details available of the medical treatment given.